Manufacturer narrative:
Unknown part number, UDI unavailable. Upon completion of the investigation a follow up report will be filed.

Event description:
Consultant changed the valve. Patients parent team assessed the valve on the ward and concluded that the shunt pressures were not being re-programming despite multiple attempts, hence the need to change it. The lot numbers are not visible on the actual valve. Surgeon removed and replaced valve. Per rep: please verify the date you were first informed of the described event - about two months ago (delay in them getting the valve to me and postage to us). Please provide the original implant and explant date if known. - unknown please verify the product code of the device involved in the reported incident. - unknown. They threw away box. It's a hakim valve did the reported event cause any delays in the procedure or surgery over 30 minutes? - delay in reprogramming yes, then they had to explant and put in a new valve